Event description:
This spontaneous case was reported by a consumer and describes the occurrence of burns third degree ("3rd degree burn") in a female patient who received dr scholls freeze away common and plantar cryogenic wart remover (batch no. Unk). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: exposure via skin contact "top exploded on my hand". On an unknown date, the patient started dr scholls freeze away common and plantar cryogenic wart remover. On an unknown date, the patient experienced burns third degree (seriousness criterion medically significant), device breakage ("top exploded on my hand") and burns second degree ("2nd degree burn"). It was unknown whether any action was taken with dr scholls freeze away common and plantar cryogenic wart remover. At the time of the report, the burns third degree, device breakage and burns second degree outcome was unknown. The reporter considered burns second degree, burns third degree and device breakage to be related to dr scholls freeze away common and plantar cryogenic wart remover. Quality-safety evaluation of ptc: based on the technical investigation, the lot number was not reported and the complaint sample was not returned. Freeze away is a mixture of liquid dimethyl ether and propane. A consumer awareness safety publication was issued by the FDA in 2014 regarding the potential flammability risk associated with the use of cryogenic wart removers. The labeling for these products clearly states that they are "flammable and should be kept away from fire, flame, heat sources, and cigarettes." An in depth ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. The quality unit evaluation was unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 28-nov-2017: upon quality internal review "product problem" and "device malfunction" were selected in safety database. This spontaneous report refers to a female patient of unspecified age who used dr scholls freeze away common and plantar cryogenic wart remover (cryogenic wart remover) and reported that the device's top exploded on her hand. This patient experienced third degree burn. Third degree burn, serious per medical significance, is unlisted according to reference safety information for dr scholls freeze away cryogenic wart remover. Considering that exposure to heat or other factors can cause freeze away device to explode and that this patient reported that "device's top exploded" on her hand, the event third degree burn is assessed as related to the product/device. This case was regarded as incident. A product technical complaint investigation cannot be conducted by the quality unit as a batch number or sample was not provided. The quality unit evaluation was unable to confirm the complaint.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of burns third degree ("3rd degree burn") in a female patient who received dr scholls freeze away common and plantar cryogenic wart remover (batch no. Unk). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: exposure via skin contact "top exploded on my hand". On an unknown date, the patient started dr scholls freeze away common and plantar cryogenic wart remover. On an unknown date, the patient experienced burns third degree (seriousness criterion medically significant), device breakage ("top exploded on my hand") and burns second degree ("2nd degree burn"). It was unknown whether any action was taken with dr scholls freeze away common and plantar cryogenic wart remover. At the time of the report, the burns third degree, device breakage and burns second degree outcome was unknown. The reporter considered burns second degree, burns third degree and device breakage to be related to dr scholls freeze away common and plantar cryogenic wart remover. The list of device similar incidents contains dr scholls freeze away common and plantar cryogenic wart remover reports received by bayer coded with the same medra preferred term. In this particular case a search in the database was performed on 18-jan-2018 for the following meddra preferred term: burns third degree the analysis in the global safety database revealed (B)(4) case(s). Bayer is closely monitoring the benefit-risk profile of dr scholls freeze away common and plantar cryogenic wart remover. A recent cumulative review of all available data on dr scholls freeze away common and plantar cryogenic wart remover has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical investigation, the lot number was not reported and the complaint sample was not returned. Freeze away is a mixture of liquid dimethyl ether and propane. A consumer awareness safety publication was issued by the FDA in 2014 regarding the potential flammability risk associated with the use of cryogenic wart removers. The labeling for these products clearly states that they are "flammable and should be kept away from fire, flame, heat sources, and cigarettes." An in depth ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. The quality unit evaluation was unable to confirm the complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter did not respond to final f/u attempt, consider f/u closed. This spontaneous report refers to a female patient of unspecified age who used dr scholls freeze away common and plantar cryogenic wart remover (cryogenic wart remover) and reported that the device's top exploded on her hand. This patient experienced third degree burn. Third degree burn, serious per medical significance, is unlisted according to reference safety information for dr scholls freeze away cryogenic wart remover. Considering that exposure to heat or other factors can cause freeze away device to explode and that this patient reported that "device's top exploded" on her hand, the event third degree burn is assessed as related to the product/device. A product technical complaint investigation cannot be conducted by the quality unit as a batch number or sample was not provided. The quality unit evaluation was unable to confirm the complaint. This case was regarded as incident.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of burns third degree ("3rd degree burn") in a female patient who received dr scholls freeze away common and plantar cryogenic wart remover (batch no. Unk). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: exposure via skin contact "top exploded on my hand". On an unknown date, the patient started dr scholls freeze away common and plantar cryogenic wart remover. On an unknown date, the patient experienced burns third degree (seriousness criterion medically significant), device breakage ("top exploded on my hand") and burns second degree ("2nd degree burn"). It was unknown whether any action was taken with dr scholls freeze away common and plantar cryogenic wart remover. At the time of the report, the burns third degree, device breakage and burns second degree outcome was unknown. The reporter considered burns second degree, burns third degree and device breakage to be related to dr scholls freeze away common and plantar cryogenic wart remover. The list of device similar incidents contains dr scholls freeze away common and plantar cryogenic wart remover reports received by bayer coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: burns third degree the analysis in the global safety database revealed 0 case(s). Bayer is closely monitoring the benefit-risk profile of dr scholls freeze away common and plantar cryogenic wart remover. A recent cumulative review of all available data on dr scholls freeze away common and plantar cryogenic wart remover has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: a ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. The labeling for these products clearly states that they are "flammable and should be kept away from fire, flame, heat sources, and cigarettes." It could not be verified if the consumer properly followed the instructions for product use as reporter did not respond to three consecutive follow-up attempts. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 19-mar-2018: follow-up quality-safety evaluation of ptc: unconfirmed quality defect, risk category v. This spontaneous report refers to a female patient of unspecified age who used dr scholls freeze away common and plantar cryogenic wart remover (cryogenic wart remover) and reported that the device's top exploded on her hand. This patient experienced third degree burn. Third degree burn, serious per medical significance, is unlisted according to reference safety information for dr scholls freeze away cryogenic wart remover. Considering that exposure to heat or other factors can cause freeze away device to explode and that this patient reported that "device's top exploded" on her hand, the event third degree burn is assessed as related to the product/device. A product technical complaint investigation cannot be conducted by the quality unit as a batch number or sample was not provided. The quality unit evaluation was unable to confirm the complaint. This case was regarded as incident. Quality-safety evaluation of ptc: unconfirmed quality defect, risk category v.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of burns third degree ("3rd degree burn") in a female patient who received dr scholls freeze away common and plantar cryogenic wart remover (batch no. Unk). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: exposure via skin contact "top exploded on my hand". On an unknown date, the patient started dr scholls freeze away common and plantar cryogenic wart remover. On an unknown date, the patient experienced burns third degree (seriousness criterion medically significant), device breakage ("top exploded on my hand") and burns second degree ("2nd degree burn"). It was unknown whether any action was taken with dr scholls freeze away common and plantar cryogenic wart remover. At the time of the report, the burns third degree, device breakage and burns second degree outcome was unknown. The reporter considered burns second degree, burns third degree and device breakage to be related to dr scholls freeze away common and plantar cryogenic wart remover. Quality-safety evaluation of ptc: based on the technical investigation, the lot number was not reported and the complaint sample was not returned. Freeze away is a mixture of liquid dimethyl ether and propane. A consumer awareness safety publication was issued by the FDA in 2014 regarding the potential flammability risk associated with the use of cryogenic wart removers. The labeling for these products clearly states that they are "flammable and should be kept away from fire, flame, heat sources, and cigarettes." An in depth ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. The quality unit evaluation was unable to confirm the complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 4-dec-2017: reporter did not respond to final f/u attempt, consider f/u closed. This spontaneous report refers to a female patient of unspecified age who used dr scholls freeze away common and plantar cryogenic wart remover (cryogenic wart remover) and reported that the device's top exploded on her hand. This patient experienced third degree burn. Third degree burn, serious per medical significance, is unlisted according to reference safety information for dr scholls freeze away cryogenic wart remover. Considering that exposure to heat or other factors can cause freeze away device to explode and that this patient reported that "device's top exploded" on her hand, the event third degree burn is assessed as related to the product/device. This case was regarded as incident. A product technical complaint investigation cannot be conducted by the quality unit as a batch number or sample was not provided. The quality unit evaluation was unable to confirm the complaint.